Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that the right atrial lead measurements showed low out of range pacing impedance measurements in the bipolar and unipolar configuration during an interrogation. A right atrial lead insulation issue was suspected. The patient was pacing 21% in the atrium, and no issues were seen on the right ventricular lead. The device was reprogrammed and the lead safety switch was reset to enable bipolar sensing. The right atrial lead remains implanted. The patient noted that the device was vibrating in the shoulder.